Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a translucent crystal that was adhered to the distal end of the device, but the material could not be identified further. As there was no noted reprocessing deviation from the instructions for use (IFU), a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility review the method of device handling in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, crystal attached to the distal end (it's attached to the surface, and it did not clog the nozzle), angle insufficient, biopsy channel leaking, switch 1 discolored, switch box stained, and insertion section worn and deteriorated. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope had angle reduced; and the tip of the scope crystalized due to insufficient or incorrect reprocessing. It was reported that the intended procedure was a diagnostic enteroscope procedure and the procedure was completed using the same scope. There was no report of patient harm or user injury associated with this event.